Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited possible over and undersensing on stored electrograms (egms). The patient was treated with external defibrillation. The patient will be evaluated for implantable cardioverter defibrillator (ICD) upgrade. The rv lead remains in use. No further patient complications have been reported as a result of this event.